Event description:
Instrument failure - the long peg on this inserter broke off and was left on the patient.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-00910; 804-06-331, s303 - broke/cracked/damaged, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.